Event description:
It was reported that around (B)(6) 2004 the patient¿s lead wire in their cervical area ¿popped.¿ an x-ray was done in (B)(6) 2004 that showed the lead wire had popped. The patient had surgery to revise their lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0344053v, implanted: (B)(6) 2004, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).